Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97792, lot# n401241, implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
It was reported that the patient¿s stimulator was running all of the time and 2 days prior to this report the stimulator would be off and then stimulation would turn back on. It was noted that stimulation was turning on and off on its own. It was further noted that in the beginning stimulation had only come on when the patient had a pain and then it would run 5 minutes and then shut off on its own. It was noted that the caller had seemed confused about how the therapy should work in general. The patient¿s friend or family member thought stimulation was coming on when the patient was having a pain and therapy would shut off again. Additional information requested, but had not been received as of the date of this report.